Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous, and moderately calcified. Furthermore, the balloon ruptured on the second inflation at 20 atmospheres for 30 seconds.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 24 atmospheres as per mustang specification with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. The inflation unit was tested before and after use with druck pressure gauge.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous, and moderately calcified. Furthermore, the balloon ruptured on the second inflation at 20 atmospheres for 30 seconds.